Event description:
It was reported that during a procedure, the distal cap fell inside the patient and was retrieved by the doctor and procedure completed. Follow-up was conducted for procedural details, distal cap retrieval, and patient outcome but no information could be received. No patient injury was reported. This report is related to the following linked patient identifier: (B)(6).